Event description:
It was reported that the patient's right ventricle (rv) lead triggered a lead integrity alert due to oversensing, and a possible fracture. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there were nonsustained tachycardia episodes with non physiologic intervals, and noise on the electroca rdiogram. Lead impedance measured three thousand ohms, and no capture was present at maximum output. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284vrc implantable cardioverter defibrillator (ICD) (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4)